Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured in the form of a pinhole at 12atm within 10 seconds. The pinhole was noted at the distal side of the balloon. The device was removed with the normal method, and the procedure was completed with a different device. There were no patient complications, and the patient was good after the procedure.